Event description:
It was reported that the patient was unable to urinate on their own on (B)(6) 2024 and was given an indwelling urinary catheter to drain the urine. At about 17:30 on (B)(6) 2024, their family members complained that there was no urine flowing out of the drainage bag. The nurse on duty immediately checked the patient's urinary catheter and found that the patient's urine had leaked. They also checked if the tube balloon had ruptured and the urinary catheter was prolapsed, immediately checked whether the patient's urethral orifice was damaged and then re-inserted the urinary catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. A potential root cause for this failure mode could be low latex viscosity, short latex dwell time, latex dip speed out too slow causing thin sac. A DHR review is not required as the lot number is unknown. Therefore, no additional action required at this time. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.